Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump alarmed for motor error. Attempted to call the customer on 3 separate occasions. Left voicemail and will send follow-up letter. Nothing further reported.